Event description:
It was reported that the led would only read low battery and then turn off on the patient's nurse call pager system. The patient fell twice and received a scrapped knee. They had changed the batteries and was still having the same issue. The house manager had also reported the fall but claimed it was more of a slip with no injuries.